Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause could not be conclusively determined at this time. The manufacturing history was reviewed, with no irregularities related to this problem noted. If additional info becomes available at a later time, this report will be supplemented. Please cross-reference the following report for the associated two patients complain cases. MDR report #: 8010047-2015-00187.

Event description:
Olympus medical systems corp (omsc) was informed that two patients tested positive for non-tuberculous mycobacterium chelonae after having undergone a bronchotomy with the subject device and a bronchoscope (olympus ve type 1t60) on (B)(6) in 2015. The two scopes had been reprocessed with an automated endoscope preprocessor (olympus oer-3). After that, as the tap water for the preprocessor of the facility tested positive, the facility commented that the relationship between the subject device and the pt's infection was unk.